Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged the insulin pump having blank display. Device downloaded history/trace file properly using thus. After battery installation, no blank display noted. Device passed displacement, sleep current measurement, active current measurement, and self tests. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected blank display or alarm anomaly noted during testing noted. However, found in the insulin pump history with a low battery alert on (B)(6) 2021 19:02:00. No moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail during visual inspection. Device had cracked battery tube threads, cracked case (battery tube), label damage. Device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, device passed all testing required and no blank display or alarm anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insert battery alarm did not displayed on the screen. Customer stated contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did not returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.